Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on parameters obtained the device meets or exceeds 75% expected longevity. There is no device malfunction.

Event description:
Based on parameters obtained the device meets or exceeds 75% expected longevity. There is no device malfunction.